Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed contamination in the force sensor assembly and an out of calibration force sensor. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2011. During evaluation, contamination was found in the force sensor assembly and the force sensor was found to be out of calibration. During testing, the load step did not recognize the filled cartridge and emitted a "no cartridge detected" warning.